Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically, status indicator flashes red and beeps. No patient involved.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 6th march 2018. During the investigation transistor q35 was measured and found to have failed. This had resulted in the device incorrectly displaying a red status indicator and failure chirp as per the reported fault, despite no self-test fails recorded in the history log.after replacing transistor q35, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault.it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Device switching on automatically, status indicator flashes red and beeps. No patient involved.